Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution. Per medwatch 2015691-2023-10432, the manufacture date was originally reported in error as 07/01/2022.

Event description:
It was reported that the customer experienced several instances during procedures, where the svo2 numbers on model 777f8. Swan-ganz catheters from lot 64410911 were reading about half of what the clinician thought it should be. As a result, they had to obtain a venous gas to perform an in-vivo calibration to obtain the correct numbers on the hemosphere monitor. There were no patient injuries in any of the events. The exact dates and number of occurrences are unknown. All devices were discarded by the facility.

Manufacturer narrative:
Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified. A device history record review is in process and upon completion, a supplemental report will be submitted with the findings. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.